Event description:
Caller reported that pump's quick bolus and wake button was difficult to press and required multiple tries to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on the proper method to press the button, but the issue persisted, so they arranged for a replacement pump as it was still under warranty. The caller was guided on returning the problematic pump and provided with backup therapy instructions to ensure uninterrupted insulin delivery.